Event description:
No patient involvement. Pharmacy technician went to make a dose and noticed a brown stain on the plunger of the 10 ml syringe. We have obtained photographs and can provide them upon request.